Event description:
During a cystoscopic turp procedure the tech noticed the porcelain tip missing from the scope which apparently fractured off while in the pt. The tip was discovered in the bladder and removed. No apparent injury to the urethra when checked, no fragments were missing. The instrument was checked for deficiencies before use with no fractures noticed.